Event description:
Pt was prescribed the device intended for home use for side pain, relief from muscle spasm and muscle re-education. While using the device the pt has alleged to experience a shock, which caused him to fall and break his hand.